Manufacturer narrative:
The information in this report was provided by stryker legal affairs department. No additional information is available currently due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device disposition is unknown.

Event description:
As reported: "approximately 4 weeks following the (B)(6) 2019 surgery whereby stryker plate was placed for ulna fracture, it was determined that the plate was broke causing patient pain".